Manufacturer narrative:
The other relevant components include: product ID: 8711, lot# j11511r37, implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter . Analysis of the catheter found that it was acceptable during testing with no significant anomalies; however, the catheter had been returned in segments.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving baclofen [2000mcg/ml] at a rate of 336mcg/day via intrathecal drug delivery pump. The indication for use of the pump was intractable spasticity. It was reported the patient's pump was nearing end-of-service (eos) and a replacement was planned. Poor cerebrospinal fluid (csf) flow was seen when aspiration was attempted and when the pump segment was disconnected from the pump. The pump segment of the catheter was replaced after the spinal segment was identified as having good csf flow. There were no identified environmental, external, or patient factors that may have led or contributed to the issue. As of (B)(6) 2016, the issue had resolved and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.